Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that the pt had fallen on his abdomen while at home and developed bleeding with formation of hematoma. The pt was taken to the operating room for hematoma evacuation and during the procedure, it was noted that the bend relief had become detached. The bend relief was reattached during the hematoma evacuation.

Manufacturer narrative:
This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c was sent to customers. The pt remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.